Event description:
It was reported that an artificial urinary sphincter (aus) was explanted during a surgical procedure due to unspecified reason. The device was returned without performance allegation. Analysis of the returned device revealed that the cuff was identified to have folds, and the balloon shell had contamination. No additional information was reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually examined, and leak tested. It was found to have folds but passed the leakage test. The pump was visually examined, leak and functionally tested. No anomalies were found with the pump, and it passed the leakage test. However, the pump did not pass the functional test due to pressure reading below specification. The balloon was visually and microscopically examined, and leak tested. The balloon passed the leakage test. Visual examination revealed that the balloon had contamination in the shell. Based on analysis results, the folds in the cuff and the contamination in the shell of the balloon could have caused or contributed to the device explantation.